Event description:
It was reported that the 9600 system had a broken dicom jack and no video could be sent to the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connector to the dicom box was repaired. The hand control was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.